Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No frozen display was noted. Unable to verify the failed battery test alarm or blood glucose reminder feature due to the unresponsive keypad/button. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the device was frozen. It was reported that the customer changed out the batteries and the received failed battery alarm. The customer's blood glucose level was reported to be 171mg/dl. It was reported that the buttons are not working. It was reported that the customer was advised the pump would need to be replaced and returned for analysis.